Manufacturer narrative:
(B)(4). Additional information conclusion codes: device analysis has concluded and a further investigation has been initiated. A supplemental medwatch will be submitted to provide the results of that investigation. Information contained in this report was previously submitted through asr on 22/jul/2017. Additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device analysis: visual analysis of the device noted a smooth, black particle in the shell, 0.5 mm in size, which was above the nominal measurement specification. The contaminant was found not to be inside the implant but embedded in and protruding through the shell. The contaminant consisted of a set of smaller particles and had atomic composition closely resembling that of the silicone making up the shell of the device. The final assessment of the device analysis is that the particle in the shell was resultant of a defect in workmanship. Device labelling: sterile product - each sterile saline-filled breast implant is supplied in a sealed, double primary package. Style-specific sterile product accessories are also supplied within the product packaging. Sterility of the implant is maintained only if the thermoform packages, including the package seals, are intact. Use standard procedures to maintain sterility during transfer of the breast implant to the sterile field. Remove the breast implant and accessories from their packages in an aseptic environment and using talc-free gloved hands. Do not use the product if the thermoform packages or seals have been damaged. Do not implant damaged or contaminated breast implants. Do not store the breast implant with the fill tube in place, which may damage the integrity of the valve seal. Do not resterilize the product. Back-up breast implants should be available during the procedure.

Event description:
Physician reported "defect" in the side of the implant where foreign material was embedded into the silicone. Device was not implanted.

Manufacturer narrative:
A further investigation was conducted on this device. The review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or the personnel training. However, a potential workmanship was identified in the returned device. According to the device analysis performed in the laboratory, a particle was found between the layers of the shell. The particle was consistent with acetal material as confirmed by the external laboratory results. Training records of the personnel involved in the assembly of work order (B)(4) were reviewed and it was confirmed that they were trained in the applicable procedures at the time of performing the activities related to those procedures. Additionally, training records of personnel involved in shell fabrication were reviewed and it was confirmed that they were trained in the applicable procedures at the time of performing the activities related to those procedures. From interviews with the personnel of the processes involved (kitting, stripping, and saline assembly) to understand where the particles came from, it can be concluded that the acetal particles came from the mandrel after the stripping operation in which the implant shell was removed from the acetal mandrels. The in-floor manufacturing process has multiple inspection controls to mitigate the particles embedded in the shells. These inspections are performed in 100% of the shells during stripping and quality shell inspection. The acetal mandrels are prepared and inspected before initiating the process. During this task, all non-passing mandrels are sent to the ¿conditioning¿ process in which every mandrel is re-inspected if deemed necessary. In addition, a retraining was given to the saline assembly and kitting teams on the importance of the gmps during the process and the relevance of the visual inspection during the operations. Based on the confirmation of the workmanship in the returned device and trend analysis performed in the further investigation where no adverse trend was found, an awareness of the complaint and refreshment of the gmps were deployed to the kitting and saline assembly personnel in order to ensure the adequate inspection of the shells and mandrels. In addition, the reported condition will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Physician reported "defect" in the side of the implant where foreign material was embedded into the silicone. Device was not implanted.